Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. The indentified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported that the aiming beam could not be seen and fiber would overheat at 6000 joules during a prostate procedure. The procedure was completed with a second fiber. No patient injury was reported.